Event description:
It was reported by service report that the head wall interface cable was missing. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: head wall interface cable.